Event description:
The user facility reported that the involved angio-seal device arteriotomy locator will not securely fit with the sheath upon sheath exchange and entry into the vessel. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical manager. A review of the device history record of the product code/lot # combination was conducted with no finding. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 09 nov 2023: hemostasis was achieved using another angio-seal device from a different lot. The user did not have difficulty in inserting the locator into the hub. The user succeeded in mating the locator and hub. The audible click on mating was slightly noticeable. There was some tactile feedback after mating. The user was unable to mate the locator with the hub after a single attempt. The locator did not separate after mating with the hub. The locator was too loose and failed to stay in place. The separation did not occur when device was in the patient, never inserted into patient's groin.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to section b5, to update section d9, section h3, to provide the completed investigation results and to report that this reported event has been reassessed and deemed not reportable based upon the additional information in section b5. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.